Event description:
On (B)(6) 2025, the user reported a blood glucose of 49 mg/dl, consumed carbohydrates, and completed a supply change. Afterward, glucose was 79 mg/dl and trending upward.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.